Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of ¿128 and 180 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and claimed he took his usual dose of 20 units of lantus insulin in response to the alleged issue. The patient reported that he developed symptoms of feeling ¿shaky and sweaty¿ four months after the alleged issue began. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted the patient was testing with test strips that were past their discard date or had been stored incorrect. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after obtaining the alleged inaccurate results with the subject meter.